Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted there were 1236 ventricular sics since last session 21.6 hours ago and the rv pace impedance was steady at approximately 424 ohms through (B)(6) 2016, and rose out of range by (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a right ventricular (rv) lead impedance alert, which was triggered due to high pacing impedance. A rv lead fracture was suspected and the detection was inactivated. It was also noted the analyzer measurements showed that noise was present and it was decided to replaced the rv lead. During the revision procedure, the rv lead was cut and therefore, discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.